Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that the ht70 ventilator alarms low pressure. Patient involvement information was not provided by the customer. The service engineer (se) unkinked the pint (internal pressure) tubing, retightened the retaining ring on the paw (low proximal pressure) solenoid, and retightened the pint (internal pressure) solenoid. The unit passed all testing and operates within the manufacturing specifications.